Manufacturer narrative:
H3, h6: the device, which was not used in a procedure, was not returned for evaluation. Visual inspection and functional testing could not be performed. A relationship, if any, between the device and the reported incident could not be confirmed. A DHR review was performed and showed no non-conformances or deviations associated with the lot number provided. A review of the complaint history records for the listed part revealed no prior complaints for the listed for this lot number. Factors that are known to contribute to the alleged fault/failure may include mishandling during shipping, use or reuse of the device, contact with another source, or wear and tear over time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product is returned in the future the complaint can be re-opened and evaluated.

Event description:
It was reported that, during a procedure, the universal light guide's cable broke. There was no backup device available. No delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.